Event description:
Saf-t holder device with multi-sample male luer adapter. Tip broke off when disconnecting the device from a central venous catheter valve after drawing blood work. Although the valve was not retained, the saf-t holder was likely connected to a carefusion maxplus or maxzero valve which was then connected to a central venous catheter.